Manufacturer narrative:
Literature citation: moore et al. Porous titanium wedges in lateral column lengthening for adult-acquired flatfoot deformity. Foot & ankle specialist. 2017. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, in an article titled, "porous titanium wedges in lateral column lengthening for adult-acquired flatfoot deformity" written by moore et al. It was reported that patients underwent surgery with the use of porous titanium wedges. One patient had severe pain over the anterior talofibular ligament (atfl). The patient required a reoperation developed severe pain over their atfl and suspected ligament rupture as well as peroneal tendonitis. The decision was made to perform a brostrum-gould repair of the atfl and a peroneal tenolysis. Intraoperatively, the surgeon noted a partial tear of the atfl, but no obvious wedge prominence or malposition. This patient continues to be pain free at the time of last follow-up.